Manufacturer narrative:
Numerous unsuccessful requests for the device return and/or tracking information as well as pictures of the failure were distributor. No response was received from the initial reporter beyond fulfilling the request for the incident report. Three written email requests were made directly to the initial reporter for return of the device by (B)(4) as well as additional requests made by the distributor. No response was received by either (B)(4) or our distributor for any of the requests to return the product for evaluation. A box was provided for the return and received and signed for at the user facility on 08/07/2014.

Event description:
As provided from distributor: at 2:10 pm on (B)(6) 2014, (B)(6) called to report an incident that allegedly involved the following product or device: walker. (B)(6). Reported that the following occurred at 1:30 pm on (B)(6) 2014: therapy had gotten the resident up, they heard a pop on the walker. The crossbar on the sides had popped apart and the resident fell down. The following injuries allegedly occurred: visible skin tears and bruising, knee pain. (B)(6) reported that the injured party was hospitalized. The product has been taken out of use. The resident's weight is (B)(6) lbs. (B)(6) said that at the time of the incident, there were 5 other people present; their titles are: therapy, nurse, cna, resident's husband. As provided by initial reporter: during therapy session therapy requested "a" cna to come in to assist in securing shower chair used for toileting. It was locked; however, due to its size and extra security for the patient she was holding for increased stability. Patient stood with assist of (B)(6) and (B)(6) with use of bariatric walker and gait belt in place and patient stood but was unable to pivot to shower chair. On the second attempt nurse (B)(6) also present (she had come in to administer medication) assisted with standing due to patient's anxiety increasing as she needed to toilet. Rather than to have patient stand pivot we decided to have pta stand in front of patient with walker, (B)(6) on the right side holding gait belt and cota on the left side of patient with (B)(6) moving shower/commode chair into place as (B)(6) was to move power wheelchair from behind patient. Patient stood and (B)(6) began moving power wheelchair back. Therapist heard a snapping sound as bariatric walker broke and patient could no longer hold self up without support of walker even with staff assisting. Cross bar support gave way on l side of walker causing walker to tilt and patient to lose balance. Pta and rest of staff worked on holding patient up until power chair was moved safely away and patient could be lowered to floor. Therapists determined the best method of raising patient from floor would be the hoyer lift and all present staff assisted. Hoyer sling was placed under patient while on floor. Patient states her r knee is sore as nurse assessed. She was assisted to bed and skin checked by nurse. Nurse present and therapy agreed that an xray would be best due to position of r leg as she was lowered to floor even though patient states she does not feel any pain once she is in bed. She was able to move her extremities as before the incident.